Event description:
It was reported that multiple cartridges change error occurred even when customer and distributor tried multiple cartridges without success. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.